Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample. The patient was admitted to the cardiac ward and the physician questioned the result. The laboratory performed repeat testing of the original sample and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified probe alignments, acid/base pump operations, inspected washes and wash station and performed wet wash wetwater and dry tests. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.